Manufacturer narrative:
Additional/updated information was added to reflect the motor being returned to the manufacturer for evaluation. However, it was unable to be tested due to grease from the mounting holes leaking out during return shipping and covering the entire motor, so the complaint could not be verified.

Event description:
The provider states the motor from is shimming and shaking while getting hot to the touch.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the motor is shimming and shaking while getting hot to the touch.